Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. No scrolling numbers noted. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that he has a back-up loaner pump that he had for a year. Customer had been using it because the original pump had a motor error. Customer stated that the back-up pump now has the up arrow button stuck and it is scrolling when he tries to enter a number. Customer stated that the pump started receiving a motor error alarm 2 months ago. Customer's blood glucose was 8.3 mmol/l at the time of the incident. Customer stated that the alarm occurred during a bolus. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.